Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was alarming; the low reservoir alarm on the pump had been ¿going on¿ for a week. The patient was having an increase in spasticity, which came back about one week ago, when the pump started to alarm. Additionally, the patient had two seizures the previous night. It was noted that the patient had an extreme sensitivity to baclofen, and as a result, his low reservoir alarm was set at 5 ml. It was also noted that the patient had to have their refills under regional or general anesthesia, due to their history of autonomic dysreflexia. Telemetry had not yet been performed. It was reported that the patient was denied care at 4 hospitals, and did not have a managing physician at the time; the previous managing physician was no longer handling pumps. A new physician was to refill the pump in about a month, but they were not able to refill the pump for that refill cycle; they could not be refilled that day. Physician listings were requested and emailed, and the patient was redirected to urgent care. The pump was being used to deliver baclofen. Subsequently, the previous managing physician noted that the patient¿s pump was alarming every 10 minutes. The company representative and the previous managing physician discussed that it may be an empty reservoir or motor stall alarm; no further information was available at that time. No additional patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Should additional be received a supplemental report will be filed.